Event description:
The customer contacted physio-control to report that their device would not power on. When they attempted to power on the device, the power button led would briefly flash, but the device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported issue. It was determined that a third party usb data cable that was plugged into the physio-control device caused the device to not power on. After replacing the faulty usb cable, physio-control observed proper device operation through functional and performance testing and the device was returned to the customer for use. Physio-control further evaluated the customer¿s third party usb data cable. It was observed that the wire for the 12 volt signal became electrically shorted to ground when the cable was manipulated. The short caused the test device to power off.